Manufacturer narrative:
(B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned." The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the captivator was not cutting/cauterizing when removing polyps. The snare was opened and closed, there was an attempt to cut hot and cold, and the connection and cautery settings were double checked. There were signs of blanching but not as much as usual. The snare eventually cut through but not smoothly. The procedure was completed with the original device. There were no patient complications reported as a result of this event.